Event description:
It was reported that one of the prongs where the electrocautery cord attaches to on the maryland bipolar forceps instrument was broken. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the top riser pin pushed into back end and the bottom pin is bent. The chassis feature that retains bipolar insert and pins is broken. The instrument was likely mishandled, breaking the chassis feature. Electric continuity passed. Engineering also observed the distal end of the main tube has a couple of deep scratches that have material removed. Based on the location and appearance, the scratches were most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use ( IFU) does contain a handling precaution, as identified in the following test: general precautions and warnings: handling instruments with care. Avoid mechanical shock or stress that can cause damage to the instrument. Do not use an instrument to clean debris from another instrument intraoperatively. This may result.